Event description:
Reportedly, the patient received an electric shock at house installation. A drop in the battery voltage was reported by the physician. Despite the reported drop, the battery voltage remained above the rrt (recommended replacement time) voltage.

Event description:
Reportedly, the patient received an electric shock at house installation. A drop in the battery voltage was reported by the physician. Despite the reported drop, the battery voltage remained above the rrt (recommended replacement time) voltage.

Manufacturer narrative:
(B)(4).